Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the malfunctioning lead was the right atrial (ra) lead, which was a competitor product.

Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2003. 1188t lead, (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads is "not working". The lead remains in use. No patient complications have been reported as a result of this event.